Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es bluescreen and stuck at reset page. The customer stated that malfunction caused delay when user was trying to issue medication to patient and user managed to get medications from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-july-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station was stuck on the blue screen with reset page. The technical support specialist confirmed that the customer had rebooted the device by unplugging and plugging it back in. Upon restart, the device displayed the starting window and prompted the customer to fill an item. The customer completed the item entry, after which the device resumed normal operation. The issue was resolved, and no further action was required. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es bluescreen and stuck at reset page. The customer stated that malfunction caused delay when user was trying to issue medication to patient and user managed to get medications from another station. There were no adverse events or injuries reported based on this event.